Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient was in a car accident on (B)(6) 2015 due to the brakes going out on the car. The patient was hit in the stomach from the airbag deploying and it felt like the implantable neurostimulator (ins) in their hip might have shifted some. The patient had a change in stimulation therapy results. The patient wanted to know if they should go back to see their health care provider (hcp) to see if it was okay. The patient had a non-functional bladder that leaked all the time and the ins was implanted to expel more than 2 percent and get rid of retention. Sometimes it would feel like the patient had real sharp pains from the ins area and the bladder still leaked. The accident also caused a hernia and pinched the area where the patient¿s esophagus was and they were going to have a scope done on (B)(6) 2016. The patient fractured their knee cap on (B)(6) 2015 because they were recuperating from the car accident and was in home therapy. The patient went out to get the mail and slipped with the crutches and was back on home therapy from the falling incident. This might be a contributor to the ins issue not working, but the patient wasn¿t sure. The patient felt stimulation. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.